Event description:
It was reported that the customer had a threshold suspend alarm. Customer's blood glucose level was 156 mg/dl. Customer has had issues with the sensor not lasting. Customer has also had change sensor errors. Customer has had cal error alarms prior to that. Customer had a threshold suspend alarm that stated that she was 50 mg/dl, but her blood glucose level was 156 mg/dl. Customer tried to calibrate, but then she received a cal error alarm. Customer was advised to wait 30 minutes to an hour before trying to calibrate again. Replacement sensors will be sent to the customer. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.